Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had a memory issue and was also reading inaccurately. These complaints were classified based on customer care advocate (cca) documentation. The patient stated that the alleged meter issues started at 5:30am on (B)(6) 2016. At this time the patient obtained a blood glucose result of "153mg/dl" on the subject meter and stated that they also obtained a result of "132mg/dl". Hours later. The comparison the patient was making regarding these results was not communicated. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that at 5am on (B)(6) 2016 they consumed additional food and/or drink. The patient also stated that an hour after the alleged product issue initially started they developed the symptom of "low energy". In response to this symptom the patient visited their doctor's office where they were given glucose tablets and/or gel at 7:30am on (B)(6) 2016 or (B)(6) 2016. The patient also had their blood glucose measured on an unspecified doctor's meter at 8:30am the same day and obtained a blood glucose result of "127 or 130mg/dl". At the time of troubleshooting the cca was able to establish that there was no misuse of the subject meter, but could not resolve the alleged meter memory issue. The patient was unwilling to answer further troubleshooting questions regarding the alleged inaccuracy. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient required medical intervention in order to prevent/treat serious injury as a result of the alleged product issues with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.